Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cryosolutions set with 1 cartridge/1mm tip (33510) was not working properly. It was reported that the liquid was coming from the bottom when the doctor tried to spray it on the affected area. No patient injury, death, or surgical delay reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. The 33510 cryosolutions set with 1 cartridge/1mm tip was not returned for evaluation after three good faith attempts (gfes) were made. An investigation by the product's legal manufacturer/sales entity, nmt/ump, found that this lot of cartridges was affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates, which have been distributed by integra to affected customers/distributors as part of a voluntary correction. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.